Manufacturer narrative:
The esu was thoroughly evaluated. The generator was found to be out-of spec, no other problems were found with the unit. It appears that the esu had been updated to the latest software, but wasn't calibrated properly by the distributor (note: some of the settings were found to be high and some were low when checked at the co.). Nonetheless, an alignment (i.e. A calibration) was performed on the generator to address the issue. Then a two (2) hour burn-in stress test was completed on the unit to verify system stability. Finally, a technical safety check was performed on the generator to confirm that all features are functioning properly. The esu was calibrated, functioned well under stress, and meets specs. In addition, no anomalies were found in the device history record (DHR) for the unit. The out-of-calibration situation may have caused or contributed to the reported pt incident, but no conclusive determination could be made. In general though, the reported event is a typical complication that is normally associated with the use of the equipment, technique, and/or the condition of pts (i.e., the anatomy, disease state, etc of pts.). No trends have been identified with this situation. MFR is now closing this event.

Event description:
It was reported that the electrosurgical unit (esu/generator) with olympus hot biopsy forceps was involved in a pt incident. A hot biopsy procedure was performed on a pt to stop possible bleeders in the bowel. The hot biopsy program with the forced coag mode was used. There was sudden and extreme heat with too much coagulation. Later, a 1 cm perforation was detected and surgery was performed to address the situation. Along with the surgery, the pt's hospitalization was prolonged (note: after the event, the account also reported some other problems with the generator while being checked by a biomedical engineer). The unit was distributed by an affiliate of our parent co to another country hosp.